Event description:
The instrument did not place properly formed staples on the tissue and the staple cartridge was bent at the distal end. Therefore, another sulu was applied, resulting in minimal tissue loss. Procedure: lgb pt status: no pt injury reported.